Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of duplicate delivery of the device. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed electrical defect in pca (defecto electrico pca). The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.